Event description:
It was reported that during a neurovascular flow diversion procedure, a pipeline flex embolization device was used to treat an unruptured saccular aneurysm in the internal carotid artery. The tip of the ped2-500-14 device did not fully expand, and a subsequent attempt with the ped2-500-16 device also resulted in incomplete tip expansion. The physician attempted balloon angioplasty to expand the device, but it was unsuccessful. An enterprise stent was ultimately deployed to assist in fully opening the pipeline, completing the procedure. Post-procedure, the patient experienced aphasia and an in ability to move their right hand. Dual antiplatelet treatment was administered, and angiographic results showed the front end of the ped2-500-14 was not fully expanded. The patient's condition is gradually improving. Additional information received reported during the procedure, the physician used a pipeline flex embolization device. However, the tip of the ped2-500-14 did not fully expand. There was a vessel bend slightly below the position where the pipeline was deployed. The first ped2-500-14 was used to attempt resheathing. Later, ped2-500-16 was used to attempt resheathing, wire massage, and balloon techniques.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that an echelon catheter was not used during this procedure. The second pipeline (ped2-500-16) device also had an incomplete opening issue at the distal end. The physician subsequently used an enterprise stent to cover and fully deploy the pipeline. Therefore, the ped2-500-16 was implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that an echelon catheter was not used during this procedure. The second pipeline (ped2-500-16) device also had an incomplete opening issue at the distal end. The physician subsequently used an enterprise stent to cover and fully deploy the pipeline. Therefore, the ped2-500-16 was implanted in the patient.